Event description:
Reportedly, ventricular noise episode was recorded on (B)(6) 2017. The physician would like to know the origin of the noise and what are the recommended actions.

Manufacturer narrative:
Preliminary analysis results showed that the observed ventricular noise could result from electromagnetic interferences (emi) and/or myopotentials. Nevertheless, a lead issue cannot be excluded.

Event description:
Reportedly, ventricular noise episode was recorded on (B)(6) 2017. The physician would like to know the origin of the noise and what are the recommended actions.

Event description:
Reportedly, ventricular noise episode was recorded on (B)(6) 2017. The physician would like to know the origin of the noise and what are the recommended actions.